Manufacturer narrative:
Additional information hs been provided in d.9., h.3., h.6. And h.10. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The handpiece was connected to a calibrated resistance breakout box, where an electrical short circuit was observed between the high and low electrodes. The returned sample was then connected to a calibrated system, where it passed tuning and a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was measured and was found to be within specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found that the phaco handpiece did not meet product specifications, replicating the reported event. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Root cause the root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground; however, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the "chop" mode of a cataract extraction procedure the phacoemulsification (phaco) handpiece was overheating and there was no ultrasound. No system messages were displayed. The surgery was completed using an alternate handpiece with no harm to the patient. This is one of two reports from this facility.